Event description:
It was reported that during the procedure, the fiber device did not fire. They tried unplugging and plugging; however, it still didn't work. The procedure was completed with another device and no patient complications were reported. Analysis of the returned fiber identified that there is a fracture within the connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece. During the product analysis, the fiber tip was degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light exiting the connector face, indicating a connector fracture. The complaint was confirmed. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. A fracture within the sma connector can occur during procedural handling of the fiber like setup or use or reprocessing. In this case, the customer used the fiber 8 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire which is likely what the customer experienced. The IFU states that in the event of no output energy fiber connector may be hot to touch. Return it to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.